Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from our edwards affiliates in canada, approximately 5 years and 3 months post successful implant using a 23mm sapien 3 valve via transfemoral approach, the patient presented shortness of breath on exertion (soboe), exercise intolerance and reported elevated gradients. The valve was explanted because of calcific stenosis (mean gradient 43 mmhg). The patient was discharged home (5) days after explant and redo avr with a 29mm edwards magna ease valve.

Manufacturer narrative:
The investigation is ongoing. Valve will not be returned.

Manufacturer narrative:
Correction to d1, suspect medical device. The device listed in the initial submission was inadvertently listed as a ultra sapien 3 valve. The valve used was a sapien 3 valve.